Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer's pump may have been over delivering. The customer¿s blood glucose level was 294 mg/dl at the time of the incident. The caller was trying to set up the pump and was manually programming boluses. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed. The insulin pump will be returned for analysis.